Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The integrated electrosurgical unit (iesu) was analyzed and found during (power-on test), the (c-34) error was found, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The complaint regarding the monopolar cautery problem was confirmed by failure analysis. The probable root cause is attributed to transient voltage measurement due to an electrical component failure in the erbe generator.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. All the work was completed on field service order (fso) (B)(4) captured on related (B)(4). Based on the field evaluation, this reported event was confirmed. Fse visited the site and check the erbe. Before the visiting site, customer replaced the monopolar cable and they used the cautery. Fse checked the erbe and viewed error logs m-11 interruption error, but not after bipolar cable replacement. Fse declare of awaiting erbe due to out of stock. Also awaiting to confirm the issue is coming from monopolar cable or erbe itself.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the clinical sales representative (csr) called the intuitive surgical, inc. (Isi) field service engineer (fse) to report that monopolar cautery was not working for a limited period while the surgeon attempted to use it. Before the fse arrived onsite, the customer had already replaced the monopolar cable and was able to use the cautery. Upon inspection, the fse found m-11 interruption error logs on the erbe system but observed no errors after the bipolar cable was replaced. Later, the csr reported an issue with the bipolar cautery not working; the fse advised replacing the bipolar cable and was awaiting further updates from the csr. Error c-34 was then reported during the startup of the erbe system. The procedure was completed as planned, with no patient injury reported. Pending fa under related (B)(4). Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issues with both monopolar and bipolar energy were identified during the procedure on (B)(6) 2025. The monopolar energy issue was resolved by replacing the monopolar cable. The procedure was completed using a third-party generator. No additional issues occurred on (B)(6).